Event description:
Event verbatim (preferred term) she had burns on her neck; it was like a bad sunburn with blistering (burns second degree). Case narrative:this is a spontaneous report from a contactable consumer. A (B)(6) year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were not available) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer reported, "my (B)(6) year old daughter put it on in the morning, and by midday she had burns on her neck. It was like a bad sunburn with blistering." The event onset date was unknown. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.

Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. Refer to the attached trend chart for mar2016 - mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing.

Event description:
She had burns on her neck/ it was like a bad sunburn with blistering [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer. A 21-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were not available) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The consumer reported, "my 21 year old daughter put it on in the morning, and by midday she had burns on her neck. It was like a bad sunburn with blistering." The event onset date was unknown. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Upon follow-up, product quality complaints provided the following information: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. Refer to the attached trend chart for mar2016 - mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category (tier 1): non-assignable (complaint not confirmed). Follow up (23apr2019): new information from product quality group includes: investigation results and summary. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
She had burns on her neck/ it was like a bad sunburn with blistering [burns second degree]. Case narrative: this is a spontaneous report from a contactable consumer reporting for her/his daughter. A 21-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were not available) from an unspecified date at an unspecified frequency for an unspecified indication. The patient medical history and concomitant medications were not reported. The consumer reported, "my 21 year old daughter put it on in the morning, and by midday she had burns on her neck. It was like a bad sunburn with blistering." The event onset date was unknown. The action taken in response to the event for thermacare heatwrap was unknown. The outcome of the event was unknown. Upon follow-up, product quality complaints provided the following information: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category (tier 1): non-assignable (complaint not confirmed). Follow up (23apr2019): new information from product quality group includes: investigation results and summary. Follow-up (29apr2019): new information received from the same contactable consumer includes: additional reporter information. Company clinical evaluation comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time. Comment: based on the information provided, the event burns second degree as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing.

Event description:
Event verbatim [preferred term] burns on her neck. It was like a bad sunburn with blistering/two side lumps had stuck to her skin and left with the oval burn marks it blistered [burns second degree] , pealed some of the skin off [skin exfoliation] , she did not check her skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for her/his daughter. A 21-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were not available) from 05jan2019 at an unspecified dose once daily for shoulder pain. The patient medical history was not reported. She was not currently under the care of a physician for any medical condition. The patient was not pregnant. There were no concomitant medications. She previously used thermacare for 6 hours. She previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack).the patient put it on in the morning of 05jan2019, and by midday she had burns on her neck. It was like a bad sunburn with blistering. She attached the adhesive to her body for 6 hours and only one day. She did not check her skin under the product while wearing thermacare. When she took the thermacare product off the two side lumps had stuck to her skin and left with the oval burn marks it blistered and pealed some of the skin off on 05jan2019.it lasted for 2 weeks. She used neosporin and bendaids and did not consult a healthcare professional. She was not hospitalized for the event burn blister. She classified her skin tone as very light or fair. She denied sensitive skin or any abnormal skin conditions. The color of the box her purchased was red. There was no product remaining. She engaged in exercise while using the product, they were walking the disney world parks. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on 05jan2019 (6 hours after). The outcome of the event burn blister and pealed some of the skin off was resolved in 2019. The outcome of the event she did not check her skin under the product while wearing thermacare was unknown. According to product quality complaints: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. Refer to the attached trend chart for mar2016 - mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category (tier 1): non-assignable (complaint not confirmed). Follow up (23apr2019): new information from product quality group includes: investigation results and summary. Follow-up (29apr2019): new information received from the same contactable consumer includes: additional reporter information. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow-up (19jul2019): new information received from a contactable consumer includes: product data (frequency, therapy date, action taken and indication), concomitant medications (none) and event data (onset date and treatment information and new events "she did not check her skin under the product while wearing thermacare" and "pealed some of the skin off"). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events burns second degree, skin exfoliation and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns second degree, skin exfoliation and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. Refer to the attached trend chart for mar2016 - mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety¿s procedure wsr cp001 wi 110, ¿case processing principles product quality complaint guidance¿, updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and.

Manufacturer narrative:
Initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. Refer to the attached trend chart for mar2016 - mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in nov2018 thru feb2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and.

Event description:
Event verbatim [preferred term] burns on her neck. It was like a bad sunburn with blistering/two side lumps had stuck to her skin and left with the oval burn marks it blistered [burns second degree] , pealed some of the skin off [skin exfoliation] , she did not check her skin under the product while wearing thermacare [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer reporting for her/his daughter. A 21-year-old female patient started to receive thermacare heatwrap (thermacare neck, shoulder & wrist) (device lot number and expiration date were not available) from (B)(6) 2019 at an unspecified dose once daily for shoulder pain. The patient medical history was not reported. She was not currently under the care of a physician for any medical condition. The patient was not pregnant. There were no concomitant medications. She previously used thermacare for 6 hours. She previously did not use other heat products for pain relief (electric heating pad, hot water bottle, microwave gel pack).the patient put it on in the morning of (B)(6) 2019, and by midday she had burns on her neck. It was like a bad sunburn with blistering. She attached the adhesive to her body for 6 hours and only one day. She did not check her skin under the product while wearing thermacare. When she took the thermacare product off the two side lumps had stuck to her skin and left with the oval burn marks it blistered and pealed some of the skin off on 05jan2019. It lasted for 2 weeks. She used neosporin and bandaids and did not consult a healthcare professional. She was not hospitalized for the event burn blister. She classified her skin tone as very light or fair. She denied sensitive skin or any abnormal skin conditions. The color of the box her purchased was red. There was no product remaining. She engaged in exercise while using the product, they were walking the disney world parks. The action taken in response to the event for thermacare heatwrap was permanently withdrawn on (B)(6) 2019 (6 hours after). The outcome of the event burn blister and pealed some of the skin off was resolved in 2019. The outcome of the event "she did not check her skin under the product while wearing thermacare" was unknown. According to product quality complaints: initial complaint assessment: an evaluation was made by searching for possible trends for this subclass requiring investigation by the site. The following pcom (pfizer global complaint database) search was performed: scope: date contacted: 01mar2016 through 31jan2019/manufacturing site: pfizer (name)/complaint class: external cause investigation / complaint sub class: adverse event safety request for investigation. The pcom search returned a total of 96 complaints for neck/shoulder/wrist (nsw) 8hr products during this time period for the class/subclass. None were confirmed to have a manufacturing process root cause for a complaint of adverse event safety request for investigation. Based on this pcom search, there is not a trend identified for the subclass of adverse events safety request for investigation for nsw 8hr products. Refer to the attached trend chart for mar2016 - mar2019. There is no further action required. The adverse event safety request for investigation complaint subclass show an increase in (B)(6) 2019. This is a seasonality change in combination with a change in safety's procedure wsr cp001 wi 110, "case processing principles product quality complaint guidance," updated on 20aug2018 that has incorporated requesting site investigations for complaints with or without batch number; thus representing a shift in the expected baseline. Investigation summary: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Root cause category (tier 1): non-assignable (complaint not confirmed). Upon follow-up 29jul2019, product quality complaint reported that severity of harm was selected by the manufacturing site as s3 (injury, which could result in the need for medical treatment and hospitalization). Follow up (23apr2019): new information from product quality group includes: investigation results and summary. Follow-up (29apr2019): new information received from the same contactable consumer includes: additional reporter information. Follow-up (01jul2019): follow-up attempts are completed. No further information is expected. Follow-up (19jul2019): new information received from a contactable consumer includes: product data (frequency, therapy date, action taken and indication), concomitant medications (none) and event data (onset date and treatment information and new events "she did not check her skin under the product while wearing thermacare" and "pealed some of the skin off"). Follow-up attempts are completed. No further information is expected. Follow up (29jul2019): new information from product quality complaints includes: severity rating (s3). Follow-up attempts are completed. No further information is expected. Company clinical evaluation comment: based on the information provided, the events burns second degree, skin exfoliation and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time., comment: based on the information provided, the events burns second degree, skin exfoliation and device use error as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.